Event description:
Customer called to report a stain leak contained in the coulter lh750 hematology analyzer slide stainer. Customer stated that no one was affected by or exposed to the leak. On the following day, the field service engineer (fse) inspected the instrument and found that it was generating numerous liquid sensor errors due to a liquid spill on the agitation board. The fse replaced the agitation board and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The instrument gave liquid sensor errors due to a liquid spill on the agitation board, which was resolved when the field service engineer replaced the agitation board. ((B)(4)).